Manufacturer narrative:
(B)(4).

Event description:
The pt experienced worsening of pain despite dose adjustments. The pump reservoir aspirated greater than expected; the volumes were not provided. The device system was used to deliver fentanyl, compounded baclofen, and clonidine. The daily dose was increased by 13% on (B)(6) 2010. The outcome was reported as "ongoing".